Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error did not set the acp in a down state. After reviewing the logs, it appeared that the error had only appeared once and it was not causing any problem for the system and therefore the site will close the work order and actively monitor the system for potential re-appearance.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that error 1007 appeared in the system logs and pointed to low power power on the axes controller platform (acp)3, acp4, and acp5. There was no report of patient involvement or patient injury.